Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redr1885 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the patient was scheduled to undergo chemotherapy, input stimulating and corrosive drugs, and follow the doctor¿s instructions to perform PICC catheterization. The puncture was performed smoothly and the first needle was successful. When the catheter sheath was delivered, the end of the guide wire could not enter the catheter sheath normally. It was stated the end of the guide wire was not smooth enough, it was fed in after trimming with scissors and repeated trials.